Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope image was not displayed. The event had occurred during installation for a diagnostic gastroscopy procedure before the patient was under sedation. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the jet tube had foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the image not displayed was due to malfunction of the scope connector, component failure due to stress of repeated use, external factors, or handling. Additionally, the foreign material on jet tube is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.